Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a vats procedure, the magazine fell out of the instrument in the situs. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.